Manufacturer narrative:
Unable to verify the motor error alarm or perform the basic occlusion, occlusion, prime or excessive no delivery tests due to a detached endcap. The motor was tested outside the device and it passed the motor test. The pump also had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm on the insulin pump. The customer also reported several other motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.